Event description:
The customer reported the ventilator went vent inop, and alarmed during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.